Event description:
It was reported that the patient¿s blood glucose (bg) reached 26 mmol/l with ketones at 5.4 mmol/l while wearing the pod between 1 and 4 hours. After realizing elevated bg levels, the patient found the cannula had not deployed as intended. During the priming phase of pod activation, after around 6 clicks, there is ¿one click that sounds noticeably different¿. The needle came partially and with one pod, apparently poked through the cannula. Through the viewing window, insulin could be seen pooling beneath the pod and not being delivered. The patient stated that the cannula did not insert fully. Although the caregiver contacted the hospital and prepared for possible emergency medical care, however the patient refused assistance. As treatment, the patient self-treated with long acting insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.